Event description:
It was reported that the 2800 system had an accessory installation error and the table would not move prior to a case. No patient injury was reported.

Manufacturer narrative:
The customer cancelled the service call.